Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (lamp would not light) was confirmed and found to be due to failure of the power unit and the igniter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for use, prior to an unspecified therapeutic procedure, the lamp would not light. The procedure was delayed less than 15 minutes. The intended procedure was completed using another device. There was no patient or user injury reported due to this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, the lamp failed to light likely, due to malfunctions of the converter and igniter board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.